Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # r9402n. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition and a plastic bag with a unformed clip inside. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 4 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device lot r40v4g number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r9402n number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clips fall when the jaw is open. The jaw locks occasionally. The clips are not closed after firing. When the surgeon fires the clip, the clip would still be open after launch. When the jaw locks the clip gets stuck. There was no damage to the jaws of the device. There were no patient consequences.